Manufacturer narrative:
(B)(4) a f/u report will be submitted once the investigation is complete. PMA 510(k): k032403, k061256.

Event description:
Philips healthcare received a complaint of a battery draining too quickly. The complaint issue alleged by the customer was not observed during the repair evaluation of the device at the manufacturer's service ctr, however, a finding of "faulty alarm module" not related to the customer's complaint was observed. The secondary alarm did alarm as expected but we are reporting the on the faulty alarm module preventatively. The module will be sent to the supplier and a f/u report will be filed once the investigation is complete.